Event description:
It was reported that the atrial lead exhibited noise causing mode switch episodes. Manual manipulation of the lead did not cause any noise; all electrical measurements were normal. The lead remained implanted.

Event description:
New information notes that atrial noise was no longer observed after the patients implantable cardioverter defibrillator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.